Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider didn't move well, implant tip broken" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Device analysis: the needle guide (with the needle within) was observed to be severely bent at the needle hub. The needle was observed to be fully retracted. A gap/separation was observed between both case halves at the needle hub. Since the injector was received with the needle retracted and the slider knob found in between the start and end position, it was determined that the stent was likely deployed prior to receipt and not returned within the injector. The complainant did not report damage to the injector. The extent to which the needle is bent, the needle cover could not have been properly inserted. The condition of the injector is likely due to handling. No further evaluation is required. Functionality test is unable to be performed due to the damage observed to the injector. Slider resistance is unable to verify since testing could not be performed as described in the sample investigation. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "slider didn't move well, implant tip broken" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.